Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited loss of capture during auto mode switch episodes. The patient was brought into the clinic for further evaluation; no capture issues were noted during testing. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).